Manufacturer narrative:
Conclusion: although a temporal relationship between the diagnosis of diverticulitis and subsequent hospitalization and the fresenius products exists, the etiology and causality of this event of diverticulitis is unknown, hospital course and any medical surgical or interventional treatment and therefore a causality cannot be determined. Additionally, in the literature diverticulitis can be a potential source of infection, increase potential for intestinal pathology and development of peritonitis in a pd patient. Should further clinical information become available, reevaluation will occur. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient with end stage renal disease (esrd), on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 due to diverticulitis. Per pdrn the patient continued to complete pd therapy during the hospitalization without issues while being treated for the diagnosis of diverticulitis. The medical surgical or procedural intervention/treatment rendered was unknown. The patient did not experience fluid overload or hypervolemia.

Manufacturer narrative:
Conclusion: although a temporal relationship between the diagnosis of diverticulitis and subsequent hospitalization and the fresenius products exists, the etiology and causality of this event of diverticulitis is unknown, hospital course and any medical surgical or interventional treatment and therefore a causality cannot be determined. Additionally, in the literature diverticulitis can be a potential source of infection, increase potential for intestinal pathology and development of peritonitis in a pd patient. Should further clinical information become available, reevaluation will occur. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents and information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this peritoneal dialysis (pd) patient with end stage renal disease (esrd), on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized from (B)(6) 2017 due to diverticulitis. Per pdrn the patient continued to complete pd therapy during the hospitalization without issues while being treated for the diagnosis of diverticulitis. The medical surgical or procedural intervention/treatment rendered was unknown. The patient did not experience fluid overload or hypervolemia.